Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. At this time, it is unknown if there was patient involvement at the time the issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. Upon initial inspection of the device, the field service engineer (fse) confirmed the 110b error code in the diagnostic report (drpt). The customer confirmed that the 110b error was addressed by realigning the pins with the da pcba from a recent flow sensor assembly replacement. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case regarding patient/device usage and the reason for the flow sensor assembly replacement, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.